Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.5 x 15 mm xience v stent was placed in the graft of the 1st obtuse marginal (1st om). Pre-dilation of the lesion was pre-dilated prior to stenting. There were no patient effects or product issues noted at the time of the procedure. However, in 2009, the patient was admitted for intracoronary brachytherapy for treatment of in stent restenosis (isr). No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - restenosis, in the IFU is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, restenosis and hospitalization are listed in the no fault risk assessment as not fault post procedure complications. As there was no reported product malfunction during the initial procedure, there does not appear to be any indications of a product quality deficiency. It is likely that the hospitalization is a secondary effect of the restenosis which was treated with pti. However, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.